Event description:
It was reported during a segmental bilobectomy surgery, there was an interruption in the spo2 waveform due to active diathermy. The spo2 measurement was consistently visible until diathermy was initiated, which resulted in an spo2 dropout for approximately 20 seconds. After further diathermy was performed, the spo2 measurement dropped out for several minutes, after which time spo2 did not display. The patient was receiving nitrous oxide and fio2 at 100%. Blood gases were drawn to confirm oxygen status; however, those results were not provided. As the patient was anemic with a hemoglobin of 6.9 g/dl, the patient required a blood transfusion.

Manufacturer narrative:
The issue was escalated to a philips national support specialist (nss). The customer indicated that the spo2 trace will disappear when diathermy is used, particularly if the diathermy cable is close to the pulse oximeter cable. The trace usually returns spontaneously or if the pulse oximeter cable is unplugged and re-inserted. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
H6 patient outcome code grid is updated. H6 health impact code grid is updated. The spo2 measurement was consistently visible until diathermy was initiated, which resulted in an spo2 dropout for approximately 20 seconds. After further diathermy was performed, the spo2 measurement dropped out for several minutes, after which time spo2 did not display. The patient received nitrous oxide and fio2 at 100%. Blood gases were drawn to confirm oxygen status, which revealed the patient was adequately oxygenated, as per previous monitor measurements; therefore, there was no apparent desaturation and no actual harm to the patient related to the spo2 sensor issue. As the patient was anemic with a hemoglobin of 6.9 g/dl, the patient required a blood transfusion days later. The customer indicated the spo2 sensor issue did not mask the falling hemoglobin. Although the loss of spo2 monitoring necessitated obtaining an arterial blood gas, there was no evidence to suggest that this issue contributed to the patient¿s need for a blood transfusion. The investigation into this report was tied to an escalated investigation already in progress triggered by an earlier report from the facility of noisy signals. Initial information determined that the spo2 trace disappears when diathermy is used, particularly if the diathermy cable is close to the pulse oximeter cable. The trace would usually return spontaneously or by unplugging and re-inserting the cable. The philips intellivue x3 patient monitor is equipped with medtronic's nellcor spo2 functionality. The investigation found that this issue is caused by a firmware issue within the medtronic nellcor spo2 boards. Medtronic has an updated software revision v1.2.5.0 to the nellcor pmb05n oximetry pcba to allow the board to ¿auto-recover¿ if a ¿false¿ sensor fault is triggered by above normal electromagnetic interference (emi) noise that can occur during electrosurgery procedures. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a firmware issue within the medtronic nellcor spo2 boards. A retrofit on failure fco86202075a: 867030/33/36 x3/mx100/mmx #sp6 nellcor oximax spo2 - measurement may not auto-recover after emi was released by philips on january 27, 2026, to address this issue. The field change order (fco) documents: ¿patient monitoring equipment may be distorted by high electrical energies / electromagnetic interference (emi) such as the use of an electrosurgery unit (esu). The instructions for use (IFU) for intellivue patient monitors (ivpm) states: after electrostatic discharge, fast transients/bursts, surges, electrosurgery interference and defibrillation the equipment returns to previous operation mode within 30 seconds without operator intervention and without loss of any stored data. On occasion, some ivpms receiving higher than normal emi might trigger a false positive ¿spo2 sensor malfunction¿ inop, and the spo2 signal might not return as expected after cessation of emi.¿ the remedy is installation of 453564673741 mx_100/x3/evo oximax spo2 board with fw v1.2.5.0 or higher. Philips australian team are aware of this release and will be working with the customer to ensure this retrofit on failure is implemented.

Manufacturer narrative:
The philips intellivue x3 patient monitor is equipped with medtronic's nellcor spo2 functionality. The investigation thus far indicates that this issue is caused by a firmware issue within the medtronic nellcor spo2 boards. Medtronic has an updated software revision v1.2.5.0 to the nellcor pmb05n oximetry pcba to allow the board to ¿auto-recover¿ if a ¿false¿ sensor fault is triggered by above normal electromagnetic interference (emi) noise that can occur during electrosurgery procedures.philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.